Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted in the intensive care unit on (B)(6) 2019 due to diabetic ketoacidosis and high blood glucose levels with a blood glucose level of 1052 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they were treated with insulin drip of humalog and bags of saline at the hospital. The customer also stated that they drank (B)(6) for vomiting. The customer reported that they experienced symptoms like nausea, vomiting and fatigue. The customer did not allege the insulin pump for under delivery. The customer reported that they did not receive no delivery alarms. The insulin pump will not be returned for analysis.